Manufacturer narrative:
Further follow up is being performed to obtain additional information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a transesophageal echocardiogram (tee) performed, and the results indicated a mobile mass attached to the right ventricular (rv) lead, 2.4 cm x 0.9 cm in the superior vena cava region. The suspected cause was being considered as thrombus infection. The patient was to follow up with cardiology. The outcome was not recovered/not resolved.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.